Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the supply pressure sensor didn't work properly because of the expired life expectancy of the circuit board. The event is attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit's supply pressure sensor didn't work properly because of the expired life expectancy of the circuit board. There was no patient involvement.